Event description:
The subject device was used for a hysterectomy. After about 5 minutes use, the ptfe pad of the device was partially separated. The procedure was completed with another thunderbeat device. There was no patient harm reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp (omsc) for evaluation. The manufacturing record was reviewed with no irregularities. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.